Manufacturer narrative:
The field service representative (fsr) confirmed the "eoa" error. The "eoa" code is related to the loss of heating (no current flow detected through the heater coil). The fsr replaced the heater assembly, filter and o-ring then completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) observed a "eoa" error message while heating on channel a of the heater cooler unit. The ccp observed the "wrench" icon illuminated. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.